Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported 'cassette is not attached'. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for repair in good condition. Service history review identified this device has not been in for service in the previous 12 months and there was no indication the complaint was related to previous service of the device. When attached standard cassette, alarm cassette not attached properly appeared on screen. The primary problem was replicated, and the cause was defective downstream occlusion (dso) sensor. Contamination found at dso sensor area. Replaced the dso sensor to address primary problem. Preventive measure replaced main board.